Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an elective generator change, the atrial setscrew was unable to engaged with any type of hex wrench. There appeared to be something blocking the hex port from the previous implant ten years ago. The patient mentioned that the original implanting physician ten years ago had difficulty with the atrial set screw. The physician attempted to remove the obstruction from the hex screw area but was unable to engage the screw with any tool. Physician had to abandon the lead. A new lead and device were implanted. The patient was stable after the procedure.

Manufacturer narrative:
Analysis found wrenches were not being correctly inserted into the setscrew inset. There are indications that the wrenches were not aligned to go into the setscrew inset and were being turned around the top of the inset without going into the inset needed to engage the setscrew. The setscrew was tested with the correct wrench insertion and the wrench fully inserted into the setscrew inset and engaged the setscrew and untightened the setscrew normally. The problem in the field was related to the user¿s use of the wrench. Electrical testing indicated the device was at elective replacement indicator with normal device characteristics.